Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/15/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9,h3. H3 investigation summary: visual analysis of the returned sample revealed that one paper lid, a detached needle, and a dispensed suture, of product code jb840, was received for evaluation. After investigation of the sample, short insertion was observed in the strand. The visual inspection concluded that the combination of the needle/suture was found detached since the insertion end of the suture did not meet the requirement. The pull-out has been correlated to the manufacturing process due to this defect is caused because the suture was not properly inserted inside of the needle barrel hole resulting in a pull-out defect. Based on the information currently available, the pull-out was identified during the investigation of the sample received. This product issue will be addressed through quality system.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/03/2021. Component code: (B)(4) device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: what was used to complete the procedure? No further information is available.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2021 and suture was used. During the procedure, the needle was detached from the suture easier than normal during suturing. It was a control release needle. No adverse patient consequences were reported. Additional information was requested.